Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was found to be cracked. There was no moisture/corrosion observed in the battery compartment. The pump powered on and was exercised for 24 hours with no issues. No pump reboot events were duplicated during the investigation. The initial allegation could not be duplicated.